Event description:
Reporter alleged calling the doctor and consequently being admitted into the hospital overnight due to the blood glucose monitoring results. Reporter stated at 8:30 am, device = 510 mg/dl, at 11:00 am, device = 515 mg/dl, and at 1:00 pm, device = 553 mg/dl. Reporter stated due to the high glucose readings, they called the doctor who then advised the reporter to go to the emergency room (ER). Reporter stated arriving at the ER at 3:00 pm where an EKG, & chest x-ray were performed along with the hospital glucose device result of 82 mg/dl taken at 5:00 pm. Reporter alleged being treated with food, an unknown injection, and as well as other non-diabetic medications and was admitted overnight. Reporter indicated taking normal medications four hours prior to the incident but not normal food allegedly due to having to go to the hospital. Reporter stated no controls were used and test strips were expired, although pt was unaware they were expired. A request was made for the return of the subject device and replacement product was sent.